Event description:
A peritoneal dialysis (pd) patient contact reported a fluid leak was seen from the patient's pd catheter. The contact reported the cycler had prompted with m31 air detected in cassette warning alarms during drain 2 of 3 of treatment and prior to the leak. The contact stated the patient would not re-setup the cycler tonight and would revert to continuous ambulatory peritoneal dialysis (capd). The contact was advised to follow up with the patient's peritoneal dialysis registered nurse (pdrn). Upon follow up, the pdrn confirmed the reported event and stated the fluid leak event occurred between the patient line connection to the patient's pd catheter during drain 2 of 3 of treatment and prior to the cycler alarms. The cause of the leak was unknown. There was no fluid in or around the cycler and no allegation of device malfunction against the cycler. The pdrn stated the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event and was able to complete peritoneal dialysis treatment using manuals on the night of the reported event. The pdrn confirmed the patient has continued treatment using the cycler and current catheter without further issue and without reoccurrence of the reported event. The pdrn stated the sample was discarded and was no longer available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported a fluid leak was seen from the patient's pd catheter. The contact reported the cycler had prompted with m31 air detected in cassette warning alarms during drain 2 of 3 of treatment and prior to the leak. The contact stated the patient would not re-setup the cycler tonight and would revert to continuous ambulatory peritoneal dialysis (capd). The contact was advised to follow up with the patient's peritoneal dialysis registered nurse (pdrn). Upon follow up, the pdrn confirmed the reported event and stated the fluid leak event occurred between the patient line connection to the patient's pd catheter during drain 2 of 3 of treatment and prior to the cycler alarms. The cause of the leak was unknown. There was no fluid in or around the cycler and no allegation of device malfunction against the cycler. The pdrn stated the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event and was able to complete peritoneal dialysis treatment using manuals on the night of the reported event. The pdrn confirmed the patient has continued treatment using the cycler and current catheter without further issue and without reoccurrence of the reported event. The pdrn stated the sample was discarded and was no longer available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.